Manufacturer narrative:
The event description states that the distal tip separated and was left in the patient's coronary. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed that a small piece of this distal tip was missing and not returned to vsi with the turnpike catheter. The distal tip section and catheter shaft showed signs of damage consistent with rotating against resistance. The tip was twisted and the ptfe liner was exposed. The most likely root cause for this failure is damage during use.

Event description:
Patient underwent pci of mid -lad, where a haemodynamically significant stenosis was found (ffr below 0,75). Only one 2.0 mm balloon was dilated, but after this no other balloon could cross the lesion. In order to change to rotawire a turnpike lp was attempted to get through the lesion. No excessive torqueing was used, but the tip got stuck to the lesion and a very small part of it came off. With turnpike gold the lesion was crossed and dilated afterwards. The tip kept on embolizing further and despite different approaches could not be retrieved but embolized to a very small and distal branch without obvious loss worsening of blood flow. Patient was very symptomatic afterwards, but no ECG changes were present. However, tnt rose from immediate 30 ng/l to 480 nm/l, despite which patient insisted on being discharged. Eventually, patient underwent approximately two weeks later pci of lcx due to continuing symptoms. Even this has not resolved patients symptoms. Patient outcome resolved with possible sequelae (nstemi evident) - patient is symptomatic, but it is difficult to determine the causality between the event and symptoms due to their vague nature.